Event description:
It was reported by service report that the pt right siderail was damaged and required replacement, the scale display was damaged, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.